Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that pump alarmed showing an occlusion, tubing has stretched into a balloon.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.